Event description:
The customer reported that the ventilator 24v output is not working and the battery is not charging. The customer reported the device was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer did not return call.